Event description:
Approximately one year ago family member had had a spinal fusion (indication unk). Following the fusion, the vertebral body above the fusion had fractured; a kyphoplasty was performed to treat the fracture; subsequently, the pt's back pain had increased and they had developed leg pain; the pt has not returned to the treating physician; and a consultant with an independent radiologist revealed a cement leak at the treated level, which the radiologist identified as the source of the pt's radicular symptoms.